Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the product file sample evaluation for alinity m cmv amp kit (list 09n46-090) lot 407535 was performed. Curve analysis of the results showed that the amplification of the curves for the cmv target and internal control were normal in both the baseline and raw data. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). The file sample evaluation met all validity and acceptance criteria. No discrepant false negatives were observed; therefore, the testing did not confirm the customer's observations. As a result, the product file sample evaluation for the alinity m cmv amp kit (list 09n46-090) lot 407535 received a disposition of pass. Customer data review: the validity of the run associated with the reported samples was verified, as there were no errors on the run controls. The samples reported late CT values and produced quantitation values below 30 iu/ml, which is outside of the assay's linear range. Therefore, the correct interpretation is negative. The amplification curves slightly rise above the threshold but was reported as negative. Variability in sample preparation/handling cannot be ruled out as a likely cause. All results should be reviewed in conjunction with other clinical data before any patient management decisions are made, and if there is any inconsistency, additional testing is recommended. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m cmv amp kit (list 09n46-090) lot 407535 and the components did not identify any issues that could result in the reported complaint. Additionally, the quality control (qc) master lot testing for the alinity m cmv amp kit (list 09n46-090) lot 407535 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which were related to the reported issue. The CAPA review did not identify any existing quality records (qrs) that were related to the reported complaint. Complaint history review the lot specific complaint history review did not identify any additional complaints related to the reported complaint for the alinity m cmv amplification kit (list 09n46-090) lot 407535. Additionally, complaint trending was reviewed for list number 09n46 (alinity m cmv) did not exceed the complaint upper control limit. No new adverse trend was identified. Based on the results of the investigation elements a products deficiency for alinity m cmv amp kit (list 09n46-090) lot 407535 was not identified.

Event description:
The customer reported false negative results when running the alinity m cmv assay. The customer is questioning the negative results as there are amplification curves visible. Data analysis indicates that sample ID (sid) (B)(6) was processed on april 7 with a negative result. Curve analysis showed a late amplification, cycle threshold (CT) value 40.52. The customer received a second sample for sid (B)(6) and the result was <30 iu/ml. Sid (B)(6) was processed on (B)(6) with a negative result. Curve analysis showed a late amplification, CT value 40.99. The max ratio (mr) values are below the assay mr range therefore the result is negative. The customer reported two additional cmv results, which they consider discrepant. Sid (B)(6) and (B)(6) were processed on (B)(6) with a negative result but visible amplification curve. In all cases, the customer reported the result as <30 iu/ml, although only sid (B)(6) was rerun and generated a result of <30 iu/ml on repeat. The negative result was not reported outside of the laboratory. There was no report of impact to patient management. The customer continues to monitor the results.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m cmv amp kit, list number 09n46-090, which is the same/ similar to the alinity m cmv amp kit, list number 09n46-095, which has FDA approval.